Event description:
Site reported no issues with navigation or biopsy sampling with forceps and a needle-tipped cytology brush. Patient was in process of being transferred to the post operation location when it was observed that the patient was experiencing a pneumothorax. Patient received a chest tube and was released from the hospital on (B)(6) 2012.

Manufacturer narrative:
Method, conclusion - no device was returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT-guided percutaneous biopsy.